Manufacturer narrative:
Follow-up received on 20-jun-2016 from gynecologist/obstetrician, answering a questionnaire for pregnancy under essure. The center ID was provided: (B)(6). The patient's date of birth was updated. The first day of last menstrual period was reported as (B)(6) 2011. Prior to insertion, left tube was occluded. After essure placement, she used contraceptive pill from (B)(6) 2009. On (B)(6) 2009, the hsg showed tubal occlusion only on left side. The onset date of previously reported event pregnancy was amended from (B)(6) 2011. The pregnancy was confirmed by a doctor, the patient decided to continue the pregnancy. Essure was in situ after diagnosis of pregnancy, and the device was not removed (it was reported as ongoing). The event was considered non-serious by investigator and the patient recovered from it on (B)(6) 2011 (date reported as expected delivery date). The reporter assessment was not reported. Follow-up information received on 20-jun-2016: essure was placed on right but not on left because left tube was obstructed. Confirmation test 3 months after essure insertion via hsg (hysterosalpingogram) showed right tube occlusion via essure insert and natural tubal occlusion on left. However, the patient got pregnant. The investigator was not certain that pregnancy was related to an essure failure as it could also be related to left tube, which should be obstructed but which might have been patent. Laparoscopy for placement of clips was performed on (B)(6) 2012. Follow-up received from investigator on 22-jun-2016 with additional information on 23-jun-2016 and 24-jun-2016: investigator confirmed that "laparoscopy: 2 filshies clips" and "tubal sterilisation" are the same event. Tubal sterilisation was performed as alternative method of contraception with no other medical cause. The investigator confirmed that event tubal sterilisation was a non-serious event. The onset and stop dates of this event were reported as (B)(6) 2012 and the outcome was recovered/resolved. Implant is still in place. There was no essure placement on right due to right horn stenosis. The event was modified from failure of placement of left insert to failure of placement of right insert. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-jun-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy approximately 2 years after essure (fallopian tube occlusion insert) insertion. She delivered a healthy baby. Pregnancy was considered non-serious event by investigator and listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, patient had a uterine horn stenosis due to 2 previous ectopic pregnancies and only one essure was inserted. The investigator was not certain that pregnancy was related to an essure failure as it could also be related to that tube, which should be obstructed but which might have been patent. Although, essure unilateral placement could be an alternative explanation for the reported device failure (pregnancy); since the hsg, performed prior to pregnancy onset, showed bilateral occlusion causality with the suspect insert cannot be excluded. Additionally, patient had a partial tubal perforation of right isthmic portion diagnosed after delivery. Although the exact mechanism of this event was unknown (if related to the difficulties during essure insertion or if occurred during pregnancy), given its nature, causality with the suspect insert cannot be excluded. This case was regarded as incident due to serious injury reported (fallopian tube perforation). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up information (perforation questionnaire) received from the investigator on 18-jul-2016: essure insertion procedure was performed and no anesthesia was performed. Ostia were not seen spontaneously. Right ostium was seen following rotation of hysteroscope. Insertion was easy on right side but impossible on left side due to tubal stenosis. It was confirmed that essure insertion was performed on right and impossible on left due to tubal stenosis. There was no fluid loss upper than 1500 cc. Procedure did not last for more than 20 minutes. No complaint from the patient just after procedure. Essure confirmation test was performed via hysterosalpingography (hsg). First hsg had been performed on (B)(6) 2009 and confirmed occlusion. A second test was performed to check tubal stenosis in (B)(6) 2009. The patient was told to rely on essure based on confirmation tests results. Right perforation was diagnosed on (B)(6) 2012 via laparoscopy. No organ or intra-abdominal structure was perforated. Perforation occurred with coils after deployment of the insert. The right insert moved in subserosal on 2 cm. The patient got pregnant. Pregnancy was continued until full term birth. Essure insert was not removed. Removal was not necessary from a medical standpoint and it was not requested by the patient. The patient recovered. Follow-up received on 25-jul-2016: quality-safety evaluation was updated: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device insertion failed and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. A lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Updated quality-safety evaluation of ptc received on 09-aug-2016: ptc global number: (B)(4). No major changes the list of similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jul-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 422 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 2818 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy approximately 2 years after a unilateral essure (fallopian tube occlusion insert) insertion. After the delivery of a healthy baby, she had a partial tubal perforation of right isthmic portion diagnosed during a laparoscopy for tubal sterilization. Essure was not removed. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, patient had a uterine horn stenosis due to 2 previous ectopic pregnancies and only one essure was inserted. After pregnancy diagnosis, a fallopian tube perforation was also diagnosed. The investigator was not certain that pregnancy was related to an essure failure as it could also be related to the tube with stenosis, which should be obstructed but which might have been patent. Although, essure unilateral placement and the reported perforation could be alternative explanations for the reported device failure (pregnancy); since the hysterosalpingogram test (performed prior to pregnancy onset) showed bilateral occlusion causality with the suspect insert cannot be excluded. This case was regarded as incident due to serious injury reported (fallopian tube perforation). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator from (B)(4) on (B)(4) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(4) 2009, (B)(4) 2011, (B)(4) 2012. On (B)(4) 2012, follow-up information received qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included one elective abortion, 2 ectopic pregnancy and 2 children. The patient's drug history included combined pill (oral contraceptive nos). The patient's concurrent condition included tubal stenosis. On (B)(6) 2009, essure (fallopian tube occlusion insert) was inserted for permanent sterilization. Nsaid was used as premedication. Uterine distension was performed. Condition of uterine cavity was normal. Procedure took 8 minutes. Ostium was visible only on right side. It was not easy to introduce the catheter on left side due to perception of obstacle and poor visualization. Patient experienced pain during and after procedure. Essure was placed only on right side; left horn did not allow the essure placement on left (left horn stenosis consecutive to 2 ectopic pregnancy objectivized by hysterosalpingography and clinic at the time of essure placement) pain, cramps and bleeding were denied as postoperative effects. After insertion and before confirmation test, combination pill was used as contraception. On (B)(6) 2009, radiography was done and inserts were not symmetric. Hsg (hysterosalpingogram) was also done and insert on right side was in place. Bilateral occlusion was reported. On (B)(6) 2011, an ongoing uterine pregnancy was diagnosed. She had good evolution of pregnancy. In (B)(6) 2011, a female (B)(6) with (B)(6) was born; she was well. Partial tubal perforation of right isthmic portion was found. On (B)(6) 2012, laparoscopy with 2 filshies clip placement was done. Additional information received on 03-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 204 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 2139 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy approximately 2 years after essure (fallopian tube occlusion insert) insertion. She delivered a healthy baby. Pregnancy is a non-serious event and listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, patient had a left uterine horn stenosis due to 2 previous ectopic pregnancies and only one essure was inserted. Although, essure unilateral placement could be an alternative explanation for the reported device failure (pregnancy); since the hsg, performed prior to pregnancy onset, showed bilateral occlusion causality with the suspect insert cannot be excluded. Additionally, patient had a partial tubal perforation of right isthmic portion diagnosed after delivery and was submitted to a laparoscopy. Although the exact mechanism of this event was unknown (if related to the difficulties during essure insertion or if occurred during pregnancy), given its nature, causality with the suspect insert cannot be excluded. Due to the performed intervention this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 13-apr-2016: information received states that before essure insertion procedure, the patient had been advised by the doctor of the risk of possibility of failure, of insertion failure, of migration or of perforation. Following insertion, the two hysterosalpingogram (hsg) control tests showed bilateral tubal stenosis. On (B)(6) 2011, pregnancy was diagnosed. On (B)(6) 2011, the patient was at 6 weeks of amenorrhea and beta hcg was positive. Pregnancy was continued with no difficulty and patient gave birth on (B)(6) 2011 to her third child (girl, (B)(6)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-apr-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy approximately 2 years after essure (fallopian tube occlusion insert) insertion. She delivered a healthy baby. Pregnancy is a non-serious event and listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, patient had a left uterine horn stenosis due to 2 previous ectopic pregnancies and only one essure was inserted. Although, essure unilateral placement could be an alternative explanation for the reported device failure (pregnancy); since the hsg, performed prior to pregnancy onset, showed bilateral occlusion causality with the suspect insert cannot be excluded. Additionally, patient had a partial tubal perforation of right isthmic portion diagnosed after delivery and was submitted to a laparoscopy. Although the exact mechanism of this event was unknown (if related to the difficulties during essure insertion or if occurred during pregnancy), given its nature, causality with the suspect insert cannot be excluded. Due to the performed intervention this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.